Manufacturer narrative:
(B)(4). Date sent: 11/23/2021 investigation summary call home revealed a probe temperature too high error and multiple reflected power errors. The probe returned with a broken probe tip-still attached. The root cause of the broken probe tip is unknown. Lot ml20115794 was reviewed (in process sn 9). Manufacture date: 11/19/20 expiration date: 7/31/24 there were no problems during the manufacturing and testing of this lot. Analysis does not reveal the root cause of the reported failure. No further investigation will be conducted on this complaint. Complaint information will be included in complaint trending that is reviewed by the applicable pqss drb on a regular basis to determine if further action is necessary.

Event description:
It was reported that the patient underwent ablation with 2pr xt probes (20cm) for 10 minutes 65watt each. After the procedure the probes were repositioned. Started a second cycle for 5 minutes and an error message appeared after two +/- 2 minutes on one of the probes (no contact error).the second probe could still ablate but gave an error message one minute later. They tried to reconnect the probes after error message. They could not ablate anymore with the probes. A reflective power message was there. After removing the probe we¿ve noticed one was in a 90 degree angle.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what was the location of tumor? Liver, segment vii what approach was taken for probe placement? CT guided percutaneous intercostal approach. Was any resistance felt during insertion? No resistance what was the reason for repositioning probes? We did a pull back because of insufficient proximal treatment to increase the size of the ablation zone is it known how the probe became bent at 90-degree angle? No. After first ablation pullback and imaging confirmation of needle positions (intact needles). Then ablation and removal after ablation. After removal confirmation scan with fragments. What is the location of broken probe tip? Cranially in the ablation zone are there plans to remove broken tip? No can imaging be shared? Yes, anonymous on cdrom investigation summary there was no call home available. Probe nm20nhc19946 (11:55) was investigated at neuwave. The probe had a broken probe tip-still attached. The root cause of the broken probe tip is unknown lot ml20115794 was reviewed (in process sn (B)(4)). Manufacture date: 11/19/2020. Expiration date: 7/31/2024. There were no problems during the manufacturing and testing of this lot. Analysis does not reveal the root cause of the reported failure. No further investigation will be conducted on this complaint. Complaint information will be included in complaint trending that is reviewed by the applicable pqss drb on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.